Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing, due to the customer dropping the pump leading to the cartridge connection to disconnect. Blood glucose level was 191 mg/dl. Reportedly, the customer was able to reconnect, and primed the tubing to resolve the issue. The customer continued using the pump for insulin therapy.